Manufacturer narrative:
This report is submitted on october 30, 2016. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient is being clinically managed by the health care provider.